Event description:
Related to (B)(4). The hospital reported that during preparation for a coronary artery the hst iii system (4.3mm) was received damaged. The problem is outer cartons damaged because of the transport. The hospital has decided to use it because of the right sterilization. No patient involvement with the device reported.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11 corrected section: h6- medical device ¿ problem code- code correction to 2975 the device was not returned to maquet cardiac surgery for investigation. However, photos of the damaged device were received. In the photos, three heartstring iii boxes are visible that have visibly torn, dented, and damaged packaging. The inner plastic carton also appears to be caved inward. We are unable to see the actual devices in the photographs to assess damage to the product. The reported failure "shipping problem" is confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4).